Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a normal device changeout procedure, the insulation on the right ventricular (rv) lead was damaged by cautery. The lead was capped. A different lead was implanted. No patient complications have been reported as a result of this event.